Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks as inappropriate therapy for the patients atrial arrhythmia. Atrial signals were functionally undersensed due to falling in the blanking zone and this led to the devices treat decision. The patient will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.